Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2009, the lay-user/reporter contacted lifescan alleging that a one touch ultralink meter read inaccurately erratic. She indicated that the alleged meter issue started on (B) (6) 2009, at 10:20 pm. The reporter reported blood glucose results of "154 and 110 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. As a result of the alleged issue and not trusting the higher reading, the reporter skipped a dose of "0.4 units" of humalog insulin. The reporter denied that the patient developed symptoms because of the alleged issue. The patient tested a half hour after skipping the insulin dosage and got a result of "74 mg/dl." According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-same meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for precision testing. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The reporter denied that the patient developed any symptoms because of the alleged meter issue. Also, the reporter did not report any medical treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.